Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation in the vf zone. The healthcare professional is requesting advice, and boston scientific technical services referred the healthcare professional to consult with the physician to see if there are ways to medically inhibit further instances of such a high ventricular rate in the future, as the patient was not feeling well during the episode. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation in the vf zone. The healthcare professional is requesting advice, and boston scientific technical services referred the healthcare professional to consult with the physician to see if there are ways to medically inhibit further instances of such a high ventricular rate in the future, as the patient was not feeling well during the episode. No adverse patient effects were reported. This device remains in-service.